Event description:
Event description boston scientific crm received information that during a procedure for the digestive tract, this right ventricular (rv) lead exhibited non-capture. The lead was suspected to have a fracture as noise could was observed on the rv electrogram with manipulation. A lead revision was shceduled to replace the lead. No adverse patient effects were reported.